Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was a warning message with a "save as" error indicating the (B)(6) document is in protected mode. Troubleshooting from unity support found that there was a report-ID generated, however the document was not uploaded to the image server. A new (B)(6) template document was created and support created a new report-ID that was linked to the exam. The exam was sent back to dictated (did) status and the site confirmed that the exam was able to be re-read without incident. No further action required at this time.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2019 the customer reported an exam report was unable to open. An investigation showed the report did not upload successfully and had to be read again by the doctor. There was no reported adverse event to the patient. However, while images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. Reference (B)(4).